Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reya1453 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that powerglide inserted on patient, when the nurse pulled back on the powerglide device to remove it from the catheter the guide wire allegedly uncoiled.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire on the powerglide midline catheter was confirmed, but the exact cause is unknown. One 20g x 8cm powerglide midline catheter was returned for investigation. A 3.4 cm segment of guidewire was received separate from the powerglide deployment system. A microscopic examination of the 3.4cm guidewire segment revealed that the weld tip was intact at the distal tip of the guidewire. The coil wire was stretched over the core wire. The adjoining end of the guidewire was found within the needle and coincided with the needle bevel. Since the adjoining ends of the guidewire coincide with the needle bevel, it is possible that the guidewire was severed or damaged by the needle. A microscopic examination revealed plastic deformation along the beveled surface of the needle, which was most likely associated with the complications between the guidewire and needle. The exact cause of the damage is unknown. No defects related to the manufacturing process were noted on the complaint sample. It is possible that the guidewire was kinked or retracted against the needle bevel. The product IFU states, ¿advance the guidewire using the guidewire push-off until guidewire is fully extended and locks into place. Guidewire should advance smoothly and without resistance.¿ before advancing the catheter, the IFU cautions, ¿make sure guidewire is fully extended before moving on to the next step.¿